Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received three inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to double detection. It was noted the patient felt a strong pain with each of the shocks. The patient has monomorphic ventricular tachycardia (vt) and underwent a recent ablation that was not successful. The physician is considering changing out the s-ICD for an implantable cardioverter defibrillator (ICD). At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient was hospitalized at a different facility for monitoring. The patient was discharged to go home after determining the s-ICD was now working appropriately and the patient no longer had symptoms. The s-ICD remains in service and no additional adverse patient effects were reproted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received three inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to double detection. It was noted the patient felt a strong pain with each of the shocks. The patient has monomorphic ventricular tachycardia (vt) and underwent a recent ablation that was not successful. The physician is considering changing out the s-ICD for an implantable cardioverter defibrillator (ICD). At this time the s-ICD remains in service and no adverse patient effects were reported.